Event description:
It was reported that during implant the lead exhibited a high defib thresholds. The physician was not satisfied with the results and the lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.